Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low and elevated blood glucose (bg); values not provided. The customer confirmed that the fluctuating bg was due to being diabetic and pump and related supplies were functioning as intended. The customer declined to provide additional information regarding the issue.